Event description:
The customer reported that the system would intermittently make x-rays.

Manufacturer narrative:
(B) (4). The ge service rep replaced several pcb's. The system operates as intended.